Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s diabetic educator reported via phone call that they were hospitalized due to diabetic ketoacidosis on the (B)(6) 2018 with an unknown blood glucose level. The customer was treated with insulin drip at the hospital. The customer did not mention any symptom related to high blood glucose level. The insulin pump will not be returned for analysis.